Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies which would have contributed to the reported insufficient gas transfer performance. The gas pathway was swept with a gas. A fluid flew out of the outlet side of the gas pathway. This fluid was tested and found to contain protein, implying that a plasma leak had occurred. The actual device was built into a circuit with tubes and saline solution was filled and circulated and the pressure drop was determined at each flow rate. The pressure drop was found to be slightly higher than that of the current product sample. Visual inspection after the circulation of saline solution did not find any clot formation. The actual sample was tested for the gas transfer performance by circulation of bovine blood. Both o2 transfer and co2 removal in volume were confirmed to meet manufacturing specifications. The perfusion record was reviewed and confirmed the customer's report that the gas transfer performance became deteriorated around 7 hours after the initiation of the circulation. A review of the device history record of the involved product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be definitively determined, it is likely that the plasma leak hampered blood from having sufficient contact with o2 gas, resulting in the deterioration of the gas transfer performance. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "do not use this product for a period of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported insufficient gas exchange in the capiox device. Follow up communication with the user facility confirmed the following information: about seven hours after the initiation of circulation, the gas transfer performance of the actual device started to deteriorate; the customer improved the gas transfer performance by adding another oxygenator to another bypass line; the procedure was completed successfully; and the patient was not harmed.